Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was 299 when she woke up in the middle of the night. She bolused but an hour later her blood glucose increased to 492 mg/dl. The customer treated via manual insulin injection. Later on when her blood glucose was 236 mg/dl, but after eating and bolusing her blood glucose increased to 486 mg/dl. The patient felt thirsty as a result of the hyperglycemia. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. However, the infusion set cannula was bent in half. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.